Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the hamilton-t1 ventilator would not power on. When the power button was pressed, the staff reportedly heard a clicking sound and can see the green lights on the front display, but the unit would not power on.

Manufacturer narrative:
It was reported that the device failed to start up during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective power supply and driver board. After replacing the power supply and driver board, the software was successfully updated from 2.2.9 to 3.0.3 and the device was released back into use.